Event description:
On 1st august 2024 rayner received notification from its distributor in south africa of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the iol was damaged and required explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the iol was observed to be damaged necessitating explantation. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. Surgery is reported to have been prolonged as a result of the event; however, the healthcare professional has confirmed that there was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone aspheric rao600c batch 073219063 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. No further description of the lens damage is available to rayner at this time. Additional information has been requested to facilitate further investigation.